Event description:
The hosp reported that during preparation for a coronary artery bypass procedure, the hs iii proximal seal was cracked. A replacement device was used to complete the procedure. The hosp did not report any pt effects.

Manufacturer narrative:
The reported device has been returned to maquet, but has not yet been evaluated. A supplemental report will be provided once the results of the eval are available. . A lot history record review was completed for the reported product lot number. There was no non-conformance recorded in the lot history. There are no other similar complaints reported against this batch. Specific actions for this failure mode are being managed and documented in the maquet CAPA system. (B)(4).